Manufacturer narrative:
(B)(4). Review of information as reported, review of the device history records and complaint history records associated with lot sp100272. Results of evaluation: (B)(4). Review of the device history records resulted in no remarkable findings including acceptable sterilization confirming that the lot was irradiated within the process parameters and no deviations or nonconformances revealed. Lot sp100272 met all qc release criteria. As of 05/18/2016, no other complaints have been reported to lifecell against lot sp100272. (B)(4). As indicated in the instructions for use, infection is a potential adverse event associated with implantation procedures where surgical mesh materials are used. The device was not returned to lifecell for evaluation. A relationship between the reported fungal infection which resulted in catastrophic septic shock and the device could not be conclusively determined. Although patient factors may have contributed to this event, a relationship between the events reported and a pre-existing condition could not be determined. This patient's medical/surgical history was not released due to patient confidentiality, but it was noted that this patient has had 3 other mesh products implanted prior to the implantation of strattice. Although a relationship could not be conclusively determined, based on the internal investigation resulting in no remarkable findings including acceptable sterilization, no deviations or nonconformances and no other complaints against lot sp100272, the fungal infection is unlikely related to the strattice device. As indicated in the instructions for use, infection is a potential adverse event associated with implantation procedures where surgical mesh materials are used. No further actions are required; no device nonconformance was confirmed. Device discarded by the customer.

Event description:
Limited information was reported regarding a patient underwent an abdominal surgical procedure on (B)(6) 2016 with the implantation of strattice. Prior to and during the procedure, there was no evidence of gi/abdominal contamination. The onset date of infection was reported as (B)(6) 2016. Cultures taken on (B)(6) 2016 revealed candida albicans. The patient became critically ill requiring intensive care. It was reported that this was not a superficial wound infection; it was described as catastrophic septic shock. On (B)(6) 2016 (17 days post-op), the patient was returned to surgery and the strattice was explanted. The surgeon feels that removing the strattice, in combination with treatment of antifungals, was coincidental with the patient's improvement and believes they were related. He is not sure that strattice caused the infection/msof (multisystem organ failure) but the patient's condition didn't improve until the strattice was removed. It was reported that the patient is currently, very slowly, improving. The patient's age and medical/surgical history were not released due to patient confidentiality, but it was noted that this patient has had 3 other mesh products implanted prior to the implantation of strattice.